Event description:
It was reported that this pacemaker and right ventricular (rv) lead have had an increase in pacing impedances over a period of time, and had now triggered a lead safety switch for high out of range impedances greater than 2000 ohms. Troubleshooting was performed, and found some variability in thresholds but no changes in impedances. The patient had complained of syncopial or near syncopial episodes with heart rates in the 30 range. The device was reprogrammed to unipolar pace and bipolar sense, and when checked the following day the patient commented that it was nice to go one night without being syncopal. It appears that the reprogramming has mitigated the issue. The device system remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead have had an increase in pacing impedances over a period of time, and had now triggered a lead safety switch for high out of range impedances greater than 2000 ohms. Troubleshooting was performed, and found some variability in thresholds but no changes in impedances. The patient had complained of syncopal or near syncopal episodes with heart rates in the 30 range. The device was reprogrammed to unipolar pace and bipolar sense, and when checked the following day the patient commented that it was nice to go one night without being syncopal. It appears that the reprogramming has mitigated the issue. The device system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.